Manufacturer narrative:
H6 medical device problem code: 1494 indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery was using the pre-close technique prior to a leadless pacemaker implantation procedure. Reportedly, no suture was attached when the plunger was retracted on two prostyle devices in a row. The sutures of two new prostyle devices were successfully pre-placed. A 25-27f sheath was inserted and the leadless pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures along with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was used in the femoral artery with a sheath greater than 21f. It should be noted that the electronic perclose prostyle instructions for use, states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.